Event description:
It was reported that during the hospital's inspection, they had discovered that five juggerknot products showed green contamination in the inner packaging. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110005242; lot# 0002627887. E1: full establishment name - (B)(6). G2: foreign - event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual evaluation of the provided photos and returned product found a green stain on the back side of 5 of the 10 pouches. The stain can be wiped away with a dry cloth and alcohol solution. Additionally, 5 of the sterile indicators are not a homogenous color and have dye missing. The staining is limited to the outside of the sterile barrier. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to thermal exposure during transit. The thermal exposure attributed to the dye in the sterile indicator transferring to the affected pouches. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.